Event description:
It was reported a patient injected with supartz in both knees experienced severe pain and swelling 2 days post injection. The patient had a follow up visit with there physician on (B)(6) 2024, where x-rays were taken and showed joint effusion. The patient was sent to the emergency room for further treatment. The patient was admitted the same day and discharged 14 days later. The patient was diagnosed with septic arthritis with cultures showing a streptococcal infection. Treatment while in the hospital is unknown. Current patient status is unknown.